Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7274 ICD, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) replacement procedure the atrial lead exhibited noise, high and varying impedance and a partial fracture was indicated. The atrial lead was re-connected to the newly implanted ICD and remained in use. Approximately twenty four hours later follow up check of the atrial lead revealed high impedance, diminished sensing, and oversensing -far field r-wave (ffrw). The device settings was reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.